Event description:
It was reported that the patient experienced symptoms of pacemaker syndrome. The right atrial (ra) exhibited loss of capture at high output, and p waves were low. It was found that the lead was dislodged. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This information was received from a competitor. All data pertinent to the event is provided. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the full lead was returned, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. (B)(4).